Event description:
It was reported that during a laparoscopic proctectomy the oviduct was suctioned into the drain, the pt experienced bleeding and injury. The pt underwent laparoscopic surgery to remove the device and achieve hemostasis.

Manufacturer narrative:
The sample was not returned for eval. The lot number was not provided therefore the device history record could not be reviewed. The instructions for use state the following: "a - check for fluid enter to reliavac evacuator. Lack of flow may indicate: all exudate has been removed. Wound drain is clogged and may require irrigation and aspiration (consult physician). Auxiliary wall suction is about 210mm hg. Deflated balloon check all connections for air leaks and wound tube perforations for exposure above the skin. If still deflated replace the evacuator. A.- use with single flat drain: place perforated wound drain within critical fluid collection area of wound. Draw drain tube through skin / stab wound incision until flat portion of drain is seated properly. Trim drain tube to desire length and attach to blue adapter. Connect other end of blue adapter to y-connector. Insert connecting blue in reliavac port a, up to indicator ring." (B)(4).